Event description:
The customer reported the subject device exhibited an e315 (scope error) error code. There was no patient or user injury due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported e315 error could not be confirmed or duplicated. In addition, service found there were dark areas in the image due to a scratch on the objective lens. The objective lens was chipped. The light guide lens was cracked. The plastic distal end cover was dented. The adhesive on the bending section cover was cracked, and a gap was observed. The universal cord coating was peeling. The bending angulation in the down direction was out of specification due to wear of the angle wire. Several of the device components were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to reproduce the issue and found no issue with the suspect device. Based on a review of similar complaints, possible causes may include the following: connection of electrical parts became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. Electrical parts inside the scope connector were broken by using the connector attached to the video system center while electrical contacts of the connector were wet. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: connection of the endoscope and ancillary equipment connection to the light source caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right. Olympus will continue to monitor the field performance of this device.